Manufacturer narrative:
Pain and tightness in throat and unable to swallow. The frequency of exposure to the sterrad sterilizer is approx 8 to 12 hours a day. The load content was reported as hd cameras and stryker mini batteries. The items were wrapped and on hd trays (high level disinfection trays). Asp clinical staff provided the customer with the material safety data sheet for h2o2. Medical review of this complaint indicates the pt was unable to swallow and had pain in throat. The physician prescribed her amoxicillin which is antibiotic, and the pt recovered from the symptoms, so she is correctly diagnosed with throat infection and not an allergic reaction. Throat infection user had is most probably independent event not associated with sterrad unit or h2o2 vapor. This is one of two 3500a reports begin submitted for this event. Please reference MFR report number: 2084725-2009-00719.

Event description:
A report was received from the field indicating a healthcare workers experienced human reactions since 2009. The worker experienced respiratory reactions: unable to swallow, pain, and tightness in her throat. The duration of symptoms was over 24 hours. The worker had no direct contact with hydrogen peroxide and wears full personal protective equipment. The odor is apparent when the unit is opened. The initial reporter stated that there was no haze, mist, fog, or smoke in the room at the time of the event. The room was visibly clear. Since the event was reported, the affected worker saw her primary physician. She was prescribed with amoxicillin, and she will see her physician again once the antibiotic regimen is completed. The worker stated, she is 90% recovered; however, she still has pain in her throat. The worker stated, she has been instructed by her supervisor to wear a surgical mask and gloves at all times when working with the sterrad unit. She reported that the unit has not been evaluated after the event and that the unit is working fine.